Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the right ventricular exhibited a sensing anomaly. During the lead revision procedure, the helix was unable to be extended. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Analysis description: final analysis found lead insulation degradation at 4.9 cm from the connector pin. The damage found likely resulted in the reported noise.